Event description:
Reporter states patient tested "greater than 5.0 inr" on the coaguchek xs plus system while a comparison lab returned as 3.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, reporter indicated she will not return the suspect meter or the suspect strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer refuses to return.